Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the cannula was missing from the sensor. Customer reported the issue when the insulin pump did not blink when connected to the sensor. Customer's blood glucose was 8.7 mmol/l at the time of incident. Customer declined to return the product for analysis.